Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim: nurses in l&d report frequent patient side occlusion alarms while infusing pitocin as a primary infusion, y-sited into a primary infusion of lr. The lr pump module infuses without alarm while the pitocin pump module alarms patient side occlusion. I educated the nurses on l&d and mbu on the proper way to make a y-site connection and how to change pressure settings.